Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the vela ventilator occurred transducer fault, low minute ventilation (ve), high peak inspiratory pressure (pip), and high rate. The customer confirmed that there was no patient involvement associated with the reported event.